Event description:
A report was received that the clinical patient, a4010 vercise dbs registry study, was experiencing primary cell drain. The physician replaced the ipg. Additional information was received that prior to the replacement procedure, the ipg was low due to high battery usage. The patient did not receive any stimulation and experienced dyskinesia, due to the battery depletion.

Manufacturer narrative:
Additional information was received that the explanted ipg was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the clinical patient, a4010 vercise dbs registry study, was experiencing primary cell drain. The physician replaced the ipg.

Manufacturer narrative:
Date of birth (B)(6).

Event description:
A report was received that the clinical patient, (B)(6) study, was experiencing primary cell drain. The physician replaced the ipg.